Event description:
It was reported that the patient experienced swelling at insertion site on (B)(6) 2026. The infusion set was in use for one day. Blood glucose level was high at the time of the event and patient got treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.